Event description:
The company representative on behalf of the customer reported, the loaner colonovideoscope exhibited e315 error. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The device was returned and an evaluation of the returned device confirmed the customer allegation. Due to corrosion on endoscope connector, e315 (unsupported scope error) occurred. There were few additional findings. Due to wear of angle wire, bending angle in upward direction does not meet the standard value. Due to wear of angle wire, the play of up/down knob was out of the standard value. Adhesive on bending section cover had a chip. Scope connector had discoloration due to water leakage. Universal cord was sticky. Light guide lens had a crack. Paint on suction cylinder was peeled. Scratches were found throughout the device. Control unit had discoloration. The investigation is ongoing and follow up with the customer is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The "e315 error" was found during inspection of the returned loaner device. There was no procedure and patient involvement.

Manufacturer narrative:
This report is being submitted for correction to event description.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely water invaded the scope connector, led to moisture, and caused a short circuit. Afterwards, an overcurrent occurred, which was detected by the system and led to the displayed error message (e315). The cause of the water intrusion could not be specified. The event can be detected and prevented by following the instructions for use (IFU) which state: ¿[inspection of the endoscopic image]. Turn the video system center, light source, endoscope position detecting unit (for cf-hq290l/I), and monitor on and inspect the wli and nbi endoscopic images as described in their respective instruction manuals. 1 observe the palm of your hand using the wli and nbi endoscopic images. 2 confirm that light is emitted from the distal end of the endoscope. 3 confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 4 turn the up/down and right/left angulation control knobs slowly in each direction until they stop. 5 confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities.". "[Warning]. ·perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk.". Olympus will continue to monitor field performance for this device.